Event description:
Patient was revised to address a cyst in the soft tissues.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 3/10/2016: litigation received. Litigation alleges pain, corrosion, metal debris, and discomfort. The stem is being added to the complaint. This complaint was updated on: 3/17/2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 05/13/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, squeaking, pain progressed to interfere with normal activities of daily living and sleep, highly elevated metal ion levels and metallosis. Revision surgical report noted elevated metal ions and a cyst. Lab results for metal ions greater than 7 parts per billion. MRI results reported fluid collection at posterior left femoral neck (cyst). There was no report of corrosion or metal debris. Part/lot updated. The complaint was updated on: jun 8, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
(B)(4).

Event description:
There are no new allegations reported. After review of medical record, patient was revised to address failed left total hip replacement . Revision notes reported that a large cyst was encountered. The hip was dislocated. Updated patient identifier. Corrected patient's date of birth.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).